Event description:
It was reported the patient experienced stimulation in the correct places and in his abdomen which caused him to feel nauseous. The patient also experienced less than 50% therapy relief due to the lead location. The patient¿s gallbladder was removed approximately 8 months ago and stimulation still irritated that area. A manufacturer representative tried to reprogram the patient but it never went away from his stomach. The patient¿s physician took a fluoroscopy but there did not appear to be any migration. The patient was offered a lead revision but he decided he wanted the device system removed. The explant was planned for july 19. Additional information has been requested but was not availableas of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient's explant was rescheduled for (B)(6) 2013. It was later reported the patient's two leads and implantable neurostimulator were successfully removed and the patient was doing fi ne. It was reported the patient recovered without sequelae on (B)(6) 2013.